Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor associate reported the driver was tested and found to not function. There is no surgery or patient involvement.

Manufacturer narrative:
The device history record was reviewed and no non-conformance were found. Visual inspection identified moderate use. The product was functionally tested using a contra angle 2.0 mm ht x-lock blade (part #20-1193) to drive a 2.0 screw and into a block of white oak. The driver was able to insert the screw. However, difficulty was experienced while attempting to remove the blade from the head assembly. The complaint is confirmed. The most likely underlying cause of the complaint is wear to the blade locking mechanism in the head assembly over the course of normal use of the device. The instructions for use states in the section titled warnings and precautions: avoid undue stress or strain when handling or cleaning instruments. There are no indications of manufacturing defects.